Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Caller stated that the customer had nausea, excessive thirst, urination, abdominal pain and headache. Nothing further was reported.